Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the system would not boot due to the batteries having too low of a charge. The representative replaced all imaging system batteries. Upon connecting the high voltage cables, the representative noticed the various fans and lights pulsing, which indicated a bad power enclosure board. This part will be replaced at a different date. The suspect batteries have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was left unplugged over the weekend and the batteries fully drained. The batteries are no longer holding a charge. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: the power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the board had two open transistors.

Manufacturer narrative:
The battery trays for the imaging system were returned to the manufacturer for evaluation. Testing found that batteries were depleted. However, the root cause of the anomaly could not be determined with the information provided.